Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not working. No power/energy. Opened up another hemopro2 extension cable to complete case. No patient effects or case delays reported.

Event description:
N/a

Manufacturer narrative:
Tw# (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.